Manufacturer narrative:
Device evaluation: the replaced portion of the percutaneous lead (driveline) was returned. The report of pump stoppage events was confirmed based on the evaluation of the submitted system controller log files; however, a specific cause for the interruptions in pump function could not be conclusively determined. The log file captured several low speed and pump stoppage events accompanied by alarms on 22jun2017 and 23jun2017. The events occurred while the lvad system was operating on the mpu, and corresponding elevations in pump power and pi were captured. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. Approximately 17.5 inches of the distal end of the driveline was returned for evaluation. Examination of the driveline found some shield breakdown at approximately 2.5, 3.5, and 10 inches from the metal/controller connector. Minor kinks of yellow, green, and black wires were observed at approximately 7.25 inches from the connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire''s insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the following additional information was inadvertently left out of initial medwatch MFR report # 2916596-2017-01507. On (B)(6) 2017, it was reported that the patient''s lvad had recurrent alarms when connected to the mobile power unit (mpu) at home. The patient went to the clinic and was sent home on a power module with an ungrounded power module patient cable for use while on power module support. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The pump remains in use supporting the patient; however, the replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that driveline disconnect, pump off, and low speed events occurred while the lvad was connected to the mobile power unit. No adverse patient impact was reported. The manufacturer¿s technical service representative reviewed the submitted log file and confirmed the reported pump stoppages. The submitted x-ray images were also reviewed and they did not appear to show any areas of concern. On (B)(6) 2017, the technical services representatives performed a distal end percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced without issue. The lvad was then connected to the power module/mobile power unit with a grounded patient cable and there were no alarms. No additional information was provided.